Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery. A 3.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the first inflation before reaching 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.